Event description:
The physician was using the insitucat valve cutter during a femeral popliteal anastimosis procedure. It was reported that valve cutter became lodged in the vein. The surgeon exposed the vein near the device tip so to dislodge and remove the valve cutter. While pulling on the guidewire, the white olive tip came off the guidewire and traveled up the patient's circulatory system. The physician has not been able to locate the tip by x-ray or angiogram. The status of the patient is unknown.